Event description:
It was reported that the programmer was unable to interrogate an implantable pacemaker. The lights on the radiofrequency (rf) head were not lit after being placed on the pacemaker. The rf head was returned to the manufacturer for servicing. No patient complications have been reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. Product event summary: analysis confirmed the reported event, the rf head was not functioning, as a result the rf head was replaced. (B)(4).